Event description:
It was reported by the surgeon that during a custom distal femur replacement procedure, the drawings that were supplied with the component did not contain the correct info. It stated that the tibial component was a long poly component, however, the actual component was a metal case tibial component. There were no consequences for the pt as the surgeon had requested the metal case tibial component, which is what he was supplied with.

Manufacturer narrative:
The manufacturing history records were checked and confirmed to have no non-conformances. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
A review of the batch records revealed no evidence that non-conforming products were released from this batch. The surgery was successfully performed. The drawing contained an error, however the implant was the intended material. The custom design process has been updated (per CAPA (B)(4)) to require internal review and approval of drawings as well as surgeon approval of design. This complaint is being closed, tracked and trended.

Event description:
It was reported that the op drawing provided with the implant did not include the correct information. It stated that the tibial component was a long poly component, however the actual component was a metal case tibial component. There were no consequences for the patient as the surgeon had requested the metal case tibial component that was supplied.